Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be jumping. Reportedly, the pump battery depleted from 20% and the pump shut off. Review of the pump data logs by tandem technical support confirmed the battery was fluctuating. The customer's blood glucose level was 230 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.